Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to a suspected device failure and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of a registration form for the new device on (B)(6) 2011.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).